Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that a pericardial effusion occurred. During an ablation procedure for wolff-parkinson-white (wpw) syndrome, an uncomplicated transseptal puncture was done using a tsx transseptal needle. The left atrium (la) was mapped with an intellamap orion catheter and 5 ablation lesions were delivered (left lateral mitral annulus) at 35-40w for up to 45 seconds with an intellanav mifi oi catheter and dynamic xt catheter. Approximately 5 minutes post-ablation, the patient felt unwell and became clammy. Systolic blood pressure (bp) dropped from around 120 to 90 and then to 65mmhg. A pericardial effusion was seen on a echocardiogram and a pericardiocentesis performed. 550mls of blood was drained with an associated improvement in bp back to 110mmhg systolic. The patient stayed overnight for monitoring and was due to be discharged home the next day. The patient was stable following the pericardial drain. The physician felt the event was most likely due to ablation. No significant drop in ds impedance was seen during any of ablation lesions, with each reaching approximately -10ohms. One lesion reached -18 ohms momentarily before ceasing rf delivery. No resistance was felt while maneuvering the catheters. The intellamap orion catheter, the intellanav mifi oi and the dynamic xt catheter were in the body.